Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that screen of the insulin pump had a blank screen. The customer's blood glucose level was unknown at the time of the incident. After replacing battery, the insulin pump starts to count, and after it was reaching to six, the insulin pump screen turns off. The insulin pump keeps on working without anything showing on the screen. The insulin pump was not dropped. It was reported that the problem was not solved. The device will not be returned for analysis.